Event description:
The facility reported a colleague infusion pump with a screen that was showing duplicate images. This condition occurred during use. It is unknown in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device will not be returned, so no evaluation will be performed and the complaint could not be confirmed. The root cause is undetermined. If the device or further information becomes available then a follow up medwatch will be submitted.